Event description:
It was reported that the lead was displaying diminished r-waves and poor sensing. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal conductor was fractured, a defibrillation coil was distorted, the distal electrode had blood on it, the outer insulation had a cosmetic depression, the overlay tubing had cosmetic environmental stress cracking, and there was blood on a defibrillation coil; partial lead in segments returned and analyzed.